Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to insufficient primary stability on the same day as implantation. The doctor indicated that bone resorption, bone quality, and oral hygiene may have caused the implant removal. The patient has no significant medical history.